Manufacturer narrative:
(B)(4): this customer reported leads off messages during demand mode pacing. There was no negative pt impact. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported leads off messages during demand mode pacing. There was no negative pt impact.